Event description:
Reporter indicated that vns pt had passed away. Treating neurologist reported that the cause of death was starvation and that the death was not related to the vns therapy system or to seizures. No autopsy was performed. Certificate of death lists respiratory failure as immediate cause of death, secondary to septo-optic dysplasia. There is no evidence at this time that the vns system caused or contributed to the reported event.